Event description:
During a routine hemodialysis treatment, a patient blood loss of approximately 125 cc occurred. During a manual rinsback procedure, a clot was observed in the blood circuit. The rinsback was discontinued with approximately 125cc of blood remaining in the blood circuit which was discarded. No medical intervention was required.